Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI), and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device with download stopped and it affect the pulling time of medication. A technical support specialist (tss) had connected to all the stations listed in the download stopped notifications in hsv and resolved the time synchronization issue with the server. All stations subsequently disappeared from the health sight viewer notifications. An email was sent to the customer informing them that the issue was resolved and requesting verification from their side. After monitoring for more than 24 hours without any additional problems, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices experienced a condition in which downloads were stopped. The customer reported that the timing on the medstation was affected, which resulted in delayed pull times for certain medications. Healthsight viewer indicated several devices listed under "devices with download stopped." The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.